Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that twice an alaris pump was ringing "air-in-line" and the IV fluid bag was found completely dry, with air moving through the tubing, almost completely to patient's PICC line. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that unspecified bd¿ alaris pump had air in line. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that twice an alaris pump was ringing "air-in-line" and the IV fluid bag was found completely dry, with air moving through the tubing, almost completely to patient's PICC line. Verbatim: (B)(6): b - event report related - rn for patient was in CT. Alaris pump was ringing off "air-in-line" other rn's on pod had silenced alarms, and restarted pump. Other rn on pod found alarm ringing again and looked at patient and IV pump. IV fluid bag was completely dry, and air had moved through tubing almost completely to patient's PICC line. Rn stopped IV pump, clamped PICC, and called bedside rn.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd" alaris pump had air in line. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that twice an alaris pump was ringing "air-in-line" and the IV fluid bag was found completely dry, with air moving through the tubing, almost completely to patient's PICC line. Verbatim: (B)(4): b - event report related - rn for patient was in CT. Alaris pump was ringing off "air-in-line" other rn's on pod had silenced alarms, and restarted pump. Other rn on pod found alarm ringing again and looked at patient and IV pump. IV fluid bag was completely dry, and air had moved through tubing almost completely to patient's PICC line. Rn stopped IV pump, clamped PICC, and called bedside rn.